Event description:
It was reported that during a preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage was noted. Upon unpacking, the 28mm x 5.00mm liberte' monorail stent delivery system, the stent was "crimped or crumpled down on the delivery system." The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.